Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2018. It was reported the regular alarm was going off for a few days but the patient did not realize it was the pump; the alarm was quiet. The critical alarm started on (B)(6) 2018 or (B)(6) 2018. The pump went empty. The patient had ¿quite a bit of pain¿. The patient was supposed to have an appointment last week. The patient contacted the healthcare provider and was told she was not in the "system" and was dismissed from the clinic. The patient was seeking a managing physician. No further complications were reported.

Event description:
Additional information was received from a consumer via medwatch. The date of the event was (B)(6) 2017. The patient had not improved following pump implant and had gotten worse over the past year as well as developed chronic migraines. The patient believed the medication had caused their worsening health issues. Concomitant medical products include synthroid, prilosec, metformin, lisinopril, ambien , zofran . Powder for diarrhea, migraine monthly injection, multivitamins, b12, calcium, vitamin d, and biotin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.